Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reciprocation arm was worn, the motor was corroded, and the speed was unstable. The motor and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: italy.

Event description:
It was reported that prior to surgery, the device does not work as it would not get activated. During product evaluation, it was found that the speed was unstable. There was no patient involvement. Due diligence is complete and there is no additional information available.